Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed due to the receiver being stuck on the initializing screen. Pictures were taken. A receiver boot test was performed and failed due to the receiver being stuck on the initializing screen. Functional tests were not performed due to the receiver being stuck on the initializing screen. The receiver log was downloaded for review due to the receiver being stuck on the initializing screen. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).